Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported large differences between sensor glucose and blood glucose readings. Blood glucose level was 460 mg/dl at the time of the call. During a follow up call regarding sensor glucose and blood glucose reading differences, customer's blood glucose level was 430 mg/dl. No further information was provided.